Manufacturer narrative:
Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported by a surgeon that a patient underwent an endometrial thermal ablation procedure, during which there was a precipitous drop in pressure and the procedure was aborted. The surgeon had inserted 35cc of fluid, but only got 20cc back upon withdrawal. The surgeon then checked the balloon and found a pinhole. A second catheter was used to complete the procedure successfully. In the recovery room, the patient developed excessive pelvic and abdominal cramping pain. The surgeon was going to return the patient to the operating room for laparoscopy to inspect the uterus, bowel, and tubes for any injury.